Event description:
It was reported that during a follow-up, inappropriate therapies was delivered due to inappropriate ventricular complexes sensing. The lead was replaced and will not be returned for analysis. The patient was reported to be in good condition after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.